Event description:
It was reported that the vns patient had presented increased seizures and worsening psychosis upon enabling the pulse generator. She had vns implanted in (B)(6) and switched on in (B)(6) 2014. Output current was ramped up from 1.25 to 1.5 and the duty cycle was increased from 10% to 25 %. It was reported that the patient presented increased hallucinations and psychotic symptoms after the parameters change. System diagnostics were run on (B)(6) 2015 and they returned impedance results within normal limits. The pulse generator was disabled. No known further interventions have occurred to date.

Event description:
Further information was received stating that no change had been noted in the patient. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Review of the available programming history.

Manufacturer narrative:
Review of the available programming and diagnostic history. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.